Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for four (4) years and seven (7) months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b3, b5, g3, g6, h6 health effect - impact code.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for 4 years and 11 months, was explanted due to unknown reasons. A 23mm 11500a valve was implanted in replacement. The patient post-procedure status in recovery.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, the root cause of this event cannot be determined.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h6 health effect - clinical code, device code(s), investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. Based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for 4 years and 11 months, was explanted due to endocarditis with stenosis. The patient presented with heart failure and shortness of breath. With a 23mm 11500a valve was implanted in replacement. The patient outcome at the end of the procedure as stable and in recovery.